Manufacturer narrative:
(B)(4). Batch # n53e8v. To clarify, the ats45 endocutters were used in an attempted laparoscopic appendectomy case that converted to open. We had two ats45 endocutter malfunctions (each with different lot #) during this particular surgery case. The first device to malfunction would not lock. The second device that malfunctioned eventually locked and then would not unlock. Upon trying to unlock the device the handle snapped off of the endocutter. Therefore, it was the second device that was locked onto tissue (not the first) and could not be removed. As far as on which fire this happened, I am unaware, so that is a question that needs to be referred to the surgeon. I am also unable to state if the post-operative care changed based on the event that is another question that the surgeon would have to address. According to the scrub nurse who was on the case, the post-operative care would not have changed. The analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded in the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger was found broken. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during an unknown procedure, the first device was locked onto tissue and on the first try the firing handle snapped in half. The device was removed from the tissue and a second like device was tried and the device locked onto tissue and could not be unlocked. It is unknown on which fire this happened. The device had to be cut loose from the tissue. The type of tissue is unknown.

Manufacturer narrative:
(B)(4) batch # n53e8v. The analysis results found that the ats45 device was received with the firing trigger broken and with a tr45w cartridge loaded in the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger was found broken. Event could not be confirmed as the device opened and closed without any difficulties noted.